Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial and ventricular leads were explanted due to noise. Previous noise on the atrial lead had been determined to be electromagnetic interference (emi). The current noise was reproducible with isometrics. There were no other electrical anomalies. The leads were explanted and replaced. The physician believes the acute angle of access of the leads when positioned in the heart may have been the cause of the noise. The patient was stable following the procedure.

Manufacturer narrative:
Final analysis confirmed the reported events. As received, a complete lead was returned in one piece. Visual inspection found full breach outer insulation degradation at 4.5 cm from the connector pin adjacent to the connector boot. The reported event was isolated to the exposure of the outer coil in the degradation region. Other damages sustained were procedural.